Event description:
The customer's mother initially called to report that the low reservoir alarm was not working. She stated the reservoir was completely empty and never got the alarm and the customer had high blood glucose. It was later stated that the customer was taken to the hospital for diabetic ketoacidosis and ketones. The blood glucose reading was not reported troubleshooting was performed and the insulin pump passed the displacement and self tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.